Event description:
It was reported that the patient was experiencing ineffective therapy. Surgical intervention is currently pending.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates surgical intervention was undertaken on 17 august 2023 wherein one lead was repositioned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.